Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, test date, implant date: estimated dates. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: adventitial cystic disease of the popliteal artery contributing to supera stent fracture.

Event description:
It was reported through a research article that a patient presented with a non healing would to the right shin and right leg claudication. Angiography confirmed a thrombotic lesion in the totally occluded right superficial femoral artery (sfa). Following thrombectomy and balloon angioplasty, an unk supera self expanding stent was deployed. 3 weeks post deployment the patient presented with worsening claudication symptoms and angiogram confirmed a stent fracture with complete transection. The patient was diagnosed with adventitial cystic disease which was thought to have exacerbated the mechanical forces on the stent during movement contributing to the stent fracture. The patient was referred for a right femoral- popliteal bypass and was reported to be doing well at his six month follow-up appointment. Details are listed in the article, titled "adventitial cystic disease of the popliteal artery contributing to supera stent fracture."

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. A conclusive cause for the reported stent fracture cannot be determined. The additional therapy/non-surgical treatment and hospitalization were due to case related circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.